Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for follow-up. The patient was bradycardic, and it was found that the pacemaker could not be interrogated using inductive telemetry. The physician decided to explant and replace the device. When the patient presented for surgery, it was discovered that the pacemaker was in backup mode. The device was restored, but the egms did not look normal (and were described as "blocky"). Additionally, the lead impedance measurements were high and out of range. The device was explanted and replaced, and the egms and lead impedance values were normal when the leads were attached to the new device. During the procedure, the physician had difficulty removing the ventricular lead from the device header. It was noted that prior to this event, the patient had fallen on his back, detaching several of his ribs from the sternum, and at that point began having symptoms of bradycardia. The patient was in stable condition throughout.

Manufacturer narrative:
Correction - h6 device code (previous report used the code "reset problem" when it should have been "pacemaker found in back-up mode") additional information - d10, h3, h6 (results and conclusion codes added).

Manufacturer narrative:
The reported event of pacemaker in backup was confirmed. The device was received after nominal conditions were restored from backup mode in the field and review of the device image indicates it was caused by power on reset condition triggered by undetermined source. Field information indicates the device header was damage during the explant procedure. After replacing the device header, the pacer was evaluated under field and nominal conditions with results indicating normal functionality. Further evaluation found no anomaly. Despite extensive efforts to trigger backup condition, it could not be reproduced. The other field complaints were not confirmed.